Event description:
It was reported the pt has experienced intermittent heating at the ipg pocket site while charging since his implant date. The pt stated he charges 2-3 times per week for about 30-40 mins at a time and any heating sensations is typically felt within the first 15 mins. The pt reported the heating sensation as uncomfortable but it does not burn. He allegedly uses the antenna pouch over his t-shirt when charging. The sjm representative advised the pt of charging precautions. No further pt complications were reported. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction # 1627487-07262012-001-c. This ipg serial number was included in a field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.